Manufacturer narrative:
(B)(4). (B)(4). Info is unavailable; device was not returned for eval.

Event description:
Consumer reports a leak is in the realize gastric band balloon. The customer stated that during a fill of the band, no restriction was observed when filled to capacity. Under fluoroscopy, a leak was noticed. The band remains implanted at this time. Projected explant date is late (B)(6) 2009 or (B)(6) 2010.